Event description:
Caller indicates that the pt isn't happy with their saluda system and the hcp wanted to know if saluda leads could be connected to medtronic ins. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).